Manufacturer narrative:
Additional information: patient ID, gender and date of birth provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking; medtronic navigated (B)(4) screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the screwdriver twisted due to the patient's bone density and torque required for screw insertion. No additional information was provided. There was no patient present when this issue was identified.